Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer liner cat#00500104728 lot#64514376. Zimmer head cat#00801802802 lot#64079516. Zimmer cup cat#00500104700 lot#64417588. Zimmer stem cat#00811400000 lot#64536383. Foreign report source: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00134.

Event description:
It was reported the patient underwent tha. Subsequently, patient was revised approximately 2 days later due to dislocation. The cup, liner, and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI# (B)(4). Reported event was confirmed with x rays provided. The review concluded a right total hip arthroplasty with likely malposition of the acetabular cup which has horizontal orientation. There are no signs of fracture, radiolucency, or anatomical anomalies. There is normal bone mineralization. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00185. 0002648920 - 2020 - 00134.